Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 209 mg/dl and 105 mg/dl. On (B)(6) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 182 mg/dl and 99 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.